Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the pump screen is scratch. Customer stated damage occurred through the ware and tare. Customer performed a self-test and passed and able to perform the displacement test and the test passed. Customer was advised to monitor pump.